Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received 2 trial scs leads from the same lot. It was reported during the patient's scs trial lead explant procedure, it was noted there was induration with drainage around the lead site(s). The site(s) was cleaned with alcohol and bandaged following lead removal. It was also reported the patient received additional antibiotics. As of 06/09/2016, the issue had resolved.